Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt the patient was not cooperative and the right atrial (ra) lead and right ventricular (rv) leads fractured. The leads were replaced. No patient complications have been reported as a result of this event.